Event description:
It was reported that pump button did not work correctly and had to be pressed multiple times for operation. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.